Event description:
On 10/15/2024, an ilet user reported they experienced a high blood glucose (bg) event resulting in a visit to the hospital. The event occurred on 10/15/2024. On (B)(6) 2024, the user reported running out of insulin, resulting in a bg level of 465 mg/dl. After passing out at home, the user transported themselves to the hospital, where they informed staff of the high bg level. However, the hospital did not provide insulin treatment, stating the bg level was not high enough for intervention, prompting the user to leave without receiving medical assistance. Upon returning home, the user resumed use of the ilet system. At follow-up, the bg level initially dropped from 400 mg/dl to 334 mg/dl, and by the next day, it had normalized to 100 mg/dl, with the user feeling better.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The hyperglycemia was in response to insulin delivery being stopped for approximately 9 hours when the cartridge was empty and not replaced promptly. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failure of the user to maintain the device to ensure continuous insulin delivery by not replacing the insulin cartridge promptly when it was empty.